Event description:
Equipment broke in use. 24fr cystoscopy sheath tip broke during use. Piece of tip of sheath found by surgeon in bladder, removed from patient by surgeon. Entire single piece matched to broken tip of cystoscopy sheath, separated from tray, and sent to sterile processing department (spd) for replacement. No harm to patient.